Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Some [tampon] pieces stay inside like the outside layer of tissue - vagina [foreign body in reproductive tract]. When I pull out [tampon] broke. Some pieces stay inside like the outside layer of tissue [complication of device removal]. When I pull out [tampon] broke [device breakage]. Case narrative: consumer reported via email that the tampon broke when pull out. No serious injury was reported.